Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify soft ware error alarm and unable communicate carelink-pro or bg meter due to blank display.

Event description:
The customer reported via phone call that the bayer or ascensia meter gave a software error while assisting with uploading insulin pump to carelink. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.